Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed overlapping screens with a bell-curve graphic and colored lines over the normal home screen, the touchscreen did not respond, and review of user-provided photos indicated physical screen damage while the device was in its holster; the user switched to backup insulin pens per guidance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured or damaged component affecting the touchscreen. The device problem was characterized as a fracture with the affected component identified as the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.